Event description:
The customer obtained a non-reproducible vitros amon quality control result (qc lpvii h2768= 148.8 vs. Expected result= 195.0 ¿mol/l) on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no vitros amon patient sample results were questioned. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible vitros amon quality control result was obtained on a vitros 5600 integrated system. An ocd field engineer cleaned the microslide incubator and replaced the incubator evaporation caps to return the system to expected performance. Following these service actions, acceptable vitros amon performance was observed. The root cause of the event is most likely analyzer related due to incubator contamination.